Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was off but the patient reported that it had been ¿firing¿ for 2 days. The caller was walked through confirming the device was off and all programs were set to 0. It was reviewed that there was no output from the device. The caller stated they would scan the patient and look for something else as the cause. No further complications were reported.